Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact to the customer's blood glucose level. The customer received guidance on resetting the pump from technical support, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction code appeared again.